Event description:
The following has been reported: biomed reported: pump problem. As always, the pumps have been tested with multiple cassettes and have been cleaned. Pumps will be left on if additional logs are needed please feel free to pull them as we wont always be able to revisit the same pump multiple times at this high volume of failure to pull logs. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). During initial evaluation the fva pins had excessive drag acting on them, preventing an infusion. A cleaning was performed to the outside of the pump which was sufficient to loosen the pins for a successful mock infusion. An internal investigation was performed and contamination was found to be depositing on the fva pins. The pins will need to be cleaned and new lip seals installed.